Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a merlin.net transmission the right ventricular lead exhibited noise and high thresholds. The patient was asymptomatic, no additional information available.